Event description:
The customer reported poor image quality during live fluoro. No pt was involved. Workstation circuit boards and cables need reseating.

Manufacturer narrative:
The ge service rep reseated all circuit boards and cables inside workstation. Image quality problem has been resolved. System tests and checks out ok.